Event description:
Philips received a complaint by the customer on the v60, indicating that the device was working on the backup battery even when plugged in. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was working on the backup battery even when plugged in. A service proposal for repair was sent to the customer for approval, and the customer accepted. Resolution and disposition are pending.

Manufacturer narrative:
G1: contact office phone: (B)(6).

Manufacturer narrative:
H10: the customer called technical support to report that the device ran on battery power when alternating current (ac power) was connected. The customer tried multiple outlets with the same results. At bench, the bench repair technician confirmed that the device only turned on with battery power and found that the power supply was defective and needed to be replaced. The repair is still pending.

Manufacturer narrative:
The bench repair technician replaced the power supply and emi shroud compatible with the second-generation power supply and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, an additional issue was observed during further evaluation of the device and is being addressed in a subsequent case. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.